Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow-up, there were episodes of post-paced t-wave oversensing (pptwo) on the device. It was suspected that the pptwo was due to a colonoscopy that was performed which affected the patient's physiological status resulting in enlarged t-waves. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored via follow-up appointments.